Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia procedure, a cardiac tamponade occurred in the left atrial appendage(laa). The patient became hypotensive and a echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed which did not resolve the issue. The patient was transferred to cardiac surgery for repair and is recovering. It was concluded that the laa was perforated during transseptal. There were no performance issues with any abbott devices.